Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This follow up medwatch report is reporting that the device was not received to zoll for evaluation. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. Follow-up communication with the customer confirmed that they had reported an unknown system failure message in error. The customer stated that they are not aware of any failures/errors with this device and the only malfunction with the device is a loose side panel. Reports of this type do not meet the guidelines of reportability. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device's side panel was found to be loose. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing the device powered on with "unknown system error" messages. Complainant indicated that there was no patient involvement in the reported malfunction.